Event description:
It was reported from (B)(6) that the mini air drill device was not functioning. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). The manufacturing location was unknown. The serial number was unknown since the number was worn and unreadable upon receipt; therefore, the device manufacture date is unknown. The actual device was returned for evaluation. Reliability engineering evaluated the device. A pre-assessment was performed on the device and the reported condition could not be confirmed. It was determined that the device had unauthorized repairs performed by a third party. It was further observed that the device had too much wear and tear due to how the fluids were used during the decontamination process. The assignable root cause was determined to be due to normal wear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.